Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection reddish material and a hole in the surface of the pebax. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device failed the test due to being occluded with dry reddish material inside the dome. A manufacturing record evaluation was performed for the finished device number lot 31470753l and no internal action related to the complaint was found during the review. The foreign material reported by the customer was confirmed. The high temperature reported could be related to the occlusion observed during the analysis; therefore, the customer complaint was confirmed. The potential cause of the pebax damage and dome occluded could be related to the handling of the device during the procedure; however this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the catheter would not reach the set voltage when coming on ablation. A temperature slope too high message was displayed on the ngen monitor. The wattage only reached about 1/3 of the wattage value set on the ngen system. The catheter was removed from the body and it was flushed at about 100 ml per minute. The medical team noticed blood inside of the catheter--blood was found in the distal tip where irrigation fluid usually flows. Physical damage to the pebax was not identified then. There was no difficulty when maneuvering or removing the catheter. The catheter was replaced and the irrigation tubing was adjusted in the ngen pump, and the issues were resolved. The procedure continued with no further issues. No patient consequences were reported.